Manufacturer narrative:
The reported events of undersensing, oversensing of noise, and inadequate capture threshold were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during a follow up in clinic, pacing inhibition due to undersensing and noise resulting in oversensing was noted on the right ventricle (rv) lead. Additionally, inadequate capture was noted on the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.